Event description:
It was reported that intermittent occlusion alarms occurred. The occlusion caused the customer's blood glucose level to reach 600 mg/dl. To address the high blood glucose level, the customer administered a correction injection via manual insulin therapy and boluses. There was no assistance required from a third party. Customer changed cartridge and infusion set to address the issue.